Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2011 by dr. (B)(6). Patient experienced three episodes of epigastric pain radiating to right side of the neck in a 24 hour period in (B)(6) 2016. Egd testing found a linx device bead to be present in the submucosal layer of a pseudodiverticulum near cardia. Uneventful device explant due to pain and "prophylactically" preclude a potential erosion on (B)(6) 2017 by dr. (B)(6). Device found in correct position/geometry. Patient reported as doing well on (B)(6) 2017 with no symptoms after removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2011 by (B)(6). Patient experienced three episodes of epigastric pain radiating to right side of the neck in a 24 hour period in (B)(6) 2016. Egd testing found a linx device bead to be present in the submucosal layer of a pseudodiverticulum near cardia. Uneventful device explant due to pain and "prophylactically" preclude a potential erosion on (B)(6) 2017 by (B)(6). Device found in correct position/geometry.